Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2025 due to electrode migration.

Event description:
Correction: the event described in the initial report [6000034-2025-01571] was incorrectly reported. The patient actually underwent an explant procedure, not a revision surgery. The device was explanted under general anaesthesia on (B)(6) 2025, due to migration of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.